Manufacturer narrative:
The explanted device was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) pacing lead exhibited noise on the rv lead that was oversensed. It was also noted the pacing impedance measurements were low, out-of-range, at less than 200 ohms. The device and lead were scheduled for replacement. The patient was not pacemaker dependent. The device was later explanted due to normal battery depletion and was replaced. The chronic right atrial (ra) and rv leads were surgically abandoned and replaced. No additional adverse patient effects were reported.